Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 443-444 mg/dl. Customer was treated with intravenous therapy, fluids of saline and was sent home with a sliding scale for manual injections. The customer was released from ER the same day with the issue resolved and sustained no permanent damage. Reportedly, the cause of the elevated bg was unknown.